Manufacturer narrative:
Device evaluation summary: the device was tested with the pump adapter identified in this complaint per specification. The device was run on a sorin console from 0-3400 rpm¿s, using fluid and there was a flow observed from 0 to greater than 7 lpm. The reason for return was not confirmed for flow issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that upon initiation of cardiopulmonary bypass (cpb), it was quickly noticed (<(><<)>1 min) that there was a significant difficulty to achieve the desired flow for the procedure. The ap40 centrifugal pump was being used with an ap40ast adapter plate on the stockert s5 heart lung machine (hlm) and rpms were increased to 3500 without a significant improvement in flow. Flows remained 2-3 lpm despite the change in rpms. The circuit was assessed for clamps and the customer did not find any obstructions. The pump was temporarily stopped and the ap40 was re-seated on the adapter plate and rpms were again escalated to 3500 without an improvement in flow. The clinical team decided to pause the procedure by coming off cpb and transitioning to a new hlm with identical circuit. Cpb was initiated on the new hlm and circuit without incident and flows were increased appropriately to achieve the desired flow. There was no patient impact associated with this event. Additionally, it was also reported that there was no noise coming from the adapter, pump or motor drive and nothing odd was noticed during priming. Post-membrane system pressures remained normal regardless of the increase in rpms. Medtronic received additional information that standard buffered prime solution with heparin was used during priming. The customer did not mention that the patient was previously on heparin. Act monitoring was used. Pre-membrane pressure was not measured, post-membrane was normal, values around 160mmhg. The act values were > 480 seconds. A hms plus was not used. Normothermia at initiation of cpb and no cooling was started during the 1 minute in which this issue occurred.